Manufacturer narrative:
15-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Took out a tampon and felt as though something else was there..examined cervix and there was another tampon inside womb [foreign body in reproductive tract]. Abdominal pain/abdomen [abdominal pain]. Smell/down below - vagina [vaginal odour]. Heavy feeling/down below - vagina [vaginal disorder]. Felt hot [feeling hot]. Feeling unwell [malaise]. The tampon string was the wrong way around as it normally hangs down [device physical property issue]. Consumer contacted via phone and stated that the tampon string was the wrong way around as it normally hangs down. No serious injury was reported.

Event description:
Took out a tampon and felt as though something else was there..examined cervix and there was another tampon inside womb [foreign body in reproductive tract]. Abdominal pain/abdomen [abdominal pain]. Smell/down below - vagina [vaginal odour]. Heavy feeling/down below - vagina [vaginal disorder]. Felt hot [feeling hot]. Feeling unwell [malaise]. The tampon string was the wrong way around as it normally hangs down [device physical property issue]. Consumer contacted via phone and stated that the tampon string was the wrong way around as it normally hangs down. No serious injury was reported.

Manufacturer narrative:
21-oct-2020 additional product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Took out a tampon and felt as though something else was there. Examined cervix and there was another tampon inside womb [foreign body in reproductive tract]. Abdominal pain/abdomen [abdominal pain]. Smell/down below - vagina [vaginal odour]. Heavy feeling/down below - vagina [vaginal disorder]. Felt hot [feeling hot]. Feeling unwell [malaise]. The tampon string was the wrong way around as it normally hangs down [device physical property issue]. Consumer contacted via phone and stated that the tampon string was the wrong way around as it normally hangs down. No serious injury was reported.